Event description:
During an in house engineering evaluation it was found that the robotic assisted saw interface device left was broken in 2+ pieces. It was reported initially from the reporter that the device was not working. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: visual analysis of the returned velys saw interface left (lot: pc5753804) revealed that the sasi showed overall minimal use. Neither of the two electrical connectors had damage or debris. One of the outer welds of the pins interfacing with the saw lever appeared at least partially broken. The component was mostly undamaged, functioned normally and likely did not contribute to the alleged complaint, which was non-specific. The partially broken weld would not have contributed to the sasi being non-functional. The reported condition was not confirmed. The assignable root cause could not be determined but most likely due to normal wear.